Event description:
A pt experienced a severe spasm which started in the buttocks, and radiated into their thighs. A "change of analgesia" was noted. The pump administered the following medications: dilaudid (24.0 mg/ml at 8.708 mg/day), clonidine (500.0 mcg/ml at 181.42 mcg/day), baclofen (130.0 mcg/ml at 47.17 mcg/day), and bupivacaine (10 mg/ml at 3.628 mg/day). It was further clarified that compounded baclofen was administered. Device interrogation results from (B)(6) 2010 were normal. A catheter access port contrast study was attempted on (B)(6) 2010, however, they were unable to aspirate. On (B)(6) 2010, a visualization of the system under fluoro was conducted. The pt underwent a revision procedure, in which the catheter was spliced on (B)(6) 2010. The pt's outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).